Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring above 200 ohms. Technical services (ts) reviewed the trend and stable measurements were noted, it was suspected that the increase in pacing impedance was due to calcification. Ts recommended programming enhancements as well as in office review of the lead. The physician opted to reprogram the shock vectors. No adverse patient effects were reported. This lead remains in service.